Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of one-link non-dehp microbore catheter extension sets experienced connection issues. The device would disconnect from patient¿s intravascular (IV) ports on single IV catheters, PICC (peripherally inserted central catheter) lines, and central lines. These issues were experienced during unknown process steps during patient use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.